Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019.

Event description:
The customer reported that the touchscreen was not responding. There was no patient involvement.

Manufacturer narrative:
PMA/510k: 21aug2019 date of report: 30aug2019 the manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse attempted to calibrate the touchscreen without success. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.